Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre link device adc device in use with rmx-3741 realme phone with android operating system version 10. Customer received a scan error message and was unable to obtain readings. As a result, customer experienced loss of consciousness, convulsions, hypoglycemia and foaming at the mouth. As a result, the customer was unable to self-treat and ambulance were called to the customer home. Upon arrival, the customer was transported to the local hospital, where the customer received healthcare professional (hcp) administration of 500 ml of glucose intravenously for treatment of hypoglycemia diagnosis. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported scan error. Attempted to replicate the user¿s complaint using similar configuration of samsung galaxy s9, android 10, 2.10.1.10406 and the reported issue was unable to be replicated and the system functioned as intended. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre link device adc device in use with rmx-3741 realme phone with android operating system version 10, app version 2.10.1.10406. Customer received a scan error message and was unable to obtain readings. As a result, customer experienced loss of consciousness, convulsions, hypoglycemia and foaming at the mouth. As a result, the customer was unable to self-treat and ambulance were called to the customer home. Upon arrival, the customer was transported to the local hospital, where the customer received healthcare professional (hcp) administration of 500 ml of glucose intravenously for treatment of hypoglycemia diagnosis. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the freestyle libre link device adc device in use with rmx-3741 realme phone with android operating system version 10, app version 2.10.1.10406. Customer received a scan error message and was unable to obtain readings. As a result, customer experienced loss of consciousness, convulsions, hypoglycemia and foaming at the mouth. As a result, the customer was unable to self-treat and ambulance were called to the customer home. Upon arrival, the customer was transported to the local hospital, where the customer received healthcare professional (hcp) administration of 500 ml of glucose intravenously for treatment of hypoglycemia diagnosis. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The user reported receiving a scan error message. The reported issue was investigated and attempted to replicate. The reported configuration was not compatible with the freestyle librelink app. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide was provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.